Manufacturer narrative:
The pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive and sometimes don't work. Customer does not recall any significant events leading to the error. Customer's blood glucose was 66 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.